Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the proximal to mid section of the calcified and moderately tortuous left anterior descending (lad) artery. A 2.75mm x38 taxus liberte drug eluting stent was advanced to treat the lesion; however the catheter was unable to cross the lesion, despite being predilated with an unspecified device. Upon removal of the device from the patient, it was noticed that the proximal stent edge was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the taxus liberte stent delivery system (sds) and stent were received with no original packaging or other devices. The balloon was tightly folded and the stent was centered between the markerbands. There was contrast in the wire lumen. There were bent and flared struts in the first two proximal rows of the stent. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the proximal to mid section of the calcified and moderately tortous left anterior descending (lad) artery. A 2.75mm x38 taxus liberte drug eluting stent was advanced to treat the lesion; however the catheter was unable to cross the lesion, despite being predilated with an unspecified device. Upon removal of the device from the patient, it was noticed that the proximal stent edge was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.